Manufacturer narrative:
The customer reported that the bedside monitor (bsm) nibp pump will not deflate. No harm or injury was reported. The customer will send the unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor (bsm) nibp pump will not deflate.

Event description:
The customer reported that the bedside monitor (bsm) nibp pump will not deflate.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2020, bme (B)(6) reported the transport bedside monitor (bsm-1733a sn: (B)(6) had an nibp failure. The pump was reported to not deflate. Pressure hold and air leak tests did not activate the pump. Investigation summary: the root cause is determined to be degradation of the pump assembly #9000057903. The issue was resolved upon replacement of the pump assembly and solenoid valve and the unit was tested to operate within specifications after repair.